Event description:
It was reported that during device change out for normal eri, physician elected to upgrade the lead. During the procedure, insulation damage near the distal tip was observed. No electrical anomalies were detected. Lead was explanted and replaced. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.